Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system the relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 1033 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient was experiencing increased spasms and spasticity in legs and arms. A catheter dye study was performed on (B)(6) 2017 and the catheter was patent with fair to poor cerebrospinal fluid (csf) flow. 1 ml of csf was aspirated to clear the catheter. Omnipaque was injected through the catheter access port with some resistance. Part of the catheter was visualized to be coiled outside the dura. The tip of the catheter was visualized around t 12, l1. It appeared the catheter may be subdural or epidural. There was no flow of dye within the intrathecal space. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. As an action/intervention the physician increased the baclofen dose with no resolution insymptoms. The issue was not resolved at the time of this report and surgical intervention was planned. The patient being referred to a surgeon for catheter replacement. The patient's status at this time was "alive-no injury".